Manufacturer narrative:
An echo-overread of a transesophageal echocardiography of the valve noted that after the first pump run, there appeared to be mild aortic regurgitation. Although the jet origin was not well visualized, it was most likely of paraprosthetic (anterior and rightward) origin. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The physician reported that the leak was likely due to the valve not seating properly through a mini-aortic valve repair incision. There were no allegations against the valve or its functionality.

Event description:
Medtronic received information that a moderate paravalvular leak was observed after the implant of this 25 millimeter (mm) bioprosthetic aortic heart valve. The valve was explanted and replaced with a 23 mm size valve of the same model. The physician reported the leak was likely due to the valve not seating properly through a mini-aortic valve repair incision. There were no allegations against the valve or its functionality. It was reported the patient experienced no injury as a result of the procedure.

Manufacturer narrative:
Review of a submitted echocardiogram showed what appeared to be mild aortic regurgitation, likely of a paraprosthetic (anterior and rightward) origin. Upon receipt at medtronic¿s quality laboratory, the valve was discolored, showing evidence of blood contact. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were in a semi-relaxed position, and slightly stiff but flexible, which are normal findings for this model valve. All leaflets and commissures were intact. The product continues to undergo analysis. Following completion of the analysis, a supplemental report will be submitted. (B)(4).